Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) this afternoon. Now the patient was home and the healthcare provider was gone for the day and the patient's pump was alarming. The patient was redirected to their healthcare provider. Additional information received on (B)(6) 2021 from the healthcare provider reported that the cause for the alarm was the patient had an MRI done. There were no needed actions and interventions taken to resolve the issue. The pump alarm was resolved. Per the healthcare provider the current status of the device was stable, not being explanted.